Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the stapler misfired three green 60mm loading units after pushing green button and it didn't fire. They immediately replaced the product to resolve the issue. There was no patient injury.

Manufacturer narrative:
Regulatory report 1219930-2018-01737 sent in error. This device was already captured and will be reported under regulatory report 2647580-2018-01732. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.